Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose level via manual injection. Customer was unable to insert the infusion set into their body since cannula was bent. Customer went through 12 different infusion sets and then received no delivery alarm during a bolus attempt. Customer declined to further troubleshoot.